Event description:
It was reported that the customer's insulin pump alarmed failed battery test. The customer's blood glucose was 13 mmol/l. The customer stated that they had to change the battery despite already using a new battery. The customer still received power error alarms afterwards. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that she received 25 power error alarms. The customer confirmed that the alarms began to occur the day prior. The customer also confirmed that this issue did not result in a serious injury or hospitalization. Advised that the customer's insulin pump needed to be replaced and to revert to a back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with normal operating current. No unexpected failed battery test or insert battery alarm during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.